Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room for a blood glucose (bg) ranging from 350-360 mg/dl. Customer was given insulin intravenously to address bg. Suspected cause was due to pump software not properly working. A system check was performed and pump was found to be working as intended. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg. No additional patient or event information available.